Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Bard eclipse filter was implanted at the position for a patient due to recurrent pulmonary thromboembolism, recurrent deep venous thrombosis and in conjunction before preoperative lumbar fusion. The filter remained in good position. Later, the patient experienced extensive inferior vena cava and right lower extremity venous thrombosis. The inferior vena cava was nearly occluded with residual thrombus. Approximately one-month post filter deployment, the patient was scheduled for another filter deployment due to the diagnosis of extensive right lower extremity deep vein thrombosis. Subsequent venogram revealed there was extensive thrombus up through the inferior vena cava and above the existing inferior vena cava filter. The thrombus extended to the level of the renal vein. Therefore, the investigation is inconclusive as no objective evidence has been provided to confirm any alleged deficiency with the filter. Additionally, it can be confirmed that the patient experienced thrombus above the filter post-deployment. However, the relationship to the filter is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 08/2014).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with recurrent pulmonary thromboembolism, recurrent deep venous thrombosis and in conjunction before preoperative lumbar fusion. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient was diagnosed with thrombus above the filter; however, the current status of the patient is unknown.